Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was unable to be inserted into the port prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The 25g probe was received for evaluation. A visual assessment of the returned sample revealed adhesive on the cannula tip. The 25g probe was inserted into a 25g trocar. The sample got stuck when inserted into the 25g trocar, confirming the reported event. Additionally, the sample¿s cannula outer diameter (od) was measured. With an od min/max values of 0.0200 to 0.0205 inches, the sample¿s cannula od was measured to be 0.0201 to 0.0202, meeting specifications. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation was opened for this issue. (B)(4).